Manufacturer narrative:
(B)(4). Results: death, migration, endoleak, ruptured aneurysm/vessel. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 60 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient did not return for follow-ups consistently. It was reported to medtronic 1 month ago that an intervention occurred approximately 4 months post-implantation for a distal migration of the aneurx bifurcated stent graft that resulted in a proximal type I endoleak. An aneurx aortic cuff was implanted to intervene for the endoleak. Approximately 1 month ago, the patient presented emergently with a migration and type iii endoleak (junctional separation) between the aortic cuff (MFR report #2953200-2010-02075) and the bifurcated stent graft; as a result, the aneurysm has ruptured. The patient had disease progression with aortic neck dilatation to 32 mm in diameter, and the vessels had mild tortuosity and mild calcification. The physician elected to perform an emergent surgical conversion and explant the stent grafts; however, the patient expired. No further information has been provided.